Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material on the light guide lens cover. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide updated information from the completed investigation. Updated fields: h2, h6, h11 the following additional reportable malfunctions were identified during the device evaluation: scope error e237, scope communication error e216 and scope communication error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope error e237, scope communication error e216 and scope communication error b30 was caused by a circuit board malfunction. The most probable cause was traced to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.